Manufacturer narrative:
(B)(4) - a supplemental medwatch report will be submitted upon completion of the investigation.

Event description:
A peritoneal dialysis (pd) patient called stating when she opened the cassette door there was a fluid leak. The pd patient stated that she discontinued the use of the cycler and reverted to manuals to complete her subsequent treatment. Follow-up was made with the pd patient's clinic registered nurse (rn), who stated the patient had contacted him regarding the fluid leak occurrence and came into the clinic the following morning for a routine check-up and confirmed there was no issue with overfill and no injury occurred. Per pdrn no prophylactic medication was provided and the patient did not require any medical intervention or additional treatment as a result of the reported fluid leak. The set was discarded.

Manufacturer narrative:
The device was not returned to the manufacturer for physical evaluation, and the lot number was not able to be obtained to date. Distribution records were reviewed to identify potential lots of this product shipped to the customer over the past 3 months. The entire set of lots have been sold and distributed. Batch records for the lots identified were reviewed and confirmed there were no deviations or nonconformances during the manufacturing process. In addition, the batch record review confirmed the labeling, material, and process controls were within specification.